Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a follow-up. The patient's implantable cardioverter defibrillator (ICD) was found to exhibit charge time out due to premature battery depletion. No intervention was performed, and the patient was stable.